Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material/bile substance in the biopsy channel was possibly bile and molykote but could not be identified. The root cause of the issue could not definitively be determined, however, due to the observed leak in the biopsy channel, it is likely the device reprocessing was not properly completed. The event can be detected by following the instructions for use sections below: ¿chapter 7 cleaning, disinfection, and sterilization procedures¿ ¿chapter 8 reprocessing workflow for endoscopes and accessories¿ ¿chapter 9 reprocessing the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and traces of molykote were present at the distal end and inside the biopsy channel. Also, evaluation found the biopsy channel was leaking, the bending section cover adhesive, grip unit, scope connector and scope cover had fluid invasion, the forceps channel had scrape marks and a puncture 2 cm from the distal end, multiple ultrasound image elements were broken, switch #1 and 4 were not working, internal elements such as chain, angular wires, screws, etc. Had corrosion, and the electrical safety test failed at the scope connector due to fluid invasion. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the physician aspirated a dark "motor oil" looking bile using the evis exera ii ultrasound gastrovideoscope during a diagnostic procedure. During reprocessing after the procedure, the technician could not get the bile out of the scope. Troubleshooting involved soaking and suctioning the scope, suctioning water, soaking. The scope in dawn dish soap, and cleaning and reprocessing the scope four times; however, the tip of the scope was still leaking black looking bile. There was no reported patient harm or impact due to this event.